Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient complained she no longer got therapy from the device. She tried all programs and felt nothing when turning device up. No fall or injuries were reported that might have led or contributed to the issue. Impedance check showed impedance on every electrode connection. Battery check showed a good battery. Patient felt no sensation on every program turning up the stim as high as possible. Patient would be scheduled for replacement of device. No further symptoms or device complications reported/anticipated. Additional information was received from the rep. The rep reported that the impedance>4000 and the device was in the patient and was not replaced. Additional information received from rep. The rep reported that there was no plan for intervention at the time and patient will go to doctor to discuss further. Additional information was received from rep. The rep reported that the cause of high impedance was undetermined. Patient would follow up with doctor to determine next steps. The issue of high impedance was not resolved at the time of the report.